Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # cp561031, lot # 983270, ni; disc xs hum 3.5x124mm lt flang, discovery ulnar component. (B)(6), customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08643.

Event description:
It was reported that a patient underwent a discovery total elbow replacement. Subsequently, the patient underwent a revision approximately four (4) years post-implantation due to pain, metallosis, and loosening of the humeral component. No additional information is currently available.

Manufacturer narrative:
(B)(4). Examination of the returned product confirms loosening. The humeral flange and condyle kit were returned and installed together. The screws are in place holding the condyles onto the humeral flange. There is some wear on the condyles. The screws holding the condyle to the flange are slightly loose allowing the condyles to move which could cause an event of metallosis; however, this is unconfirmed. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.